Event description:
It was reported by the patient's mother that a leaking insulin pod led to the patient's hospitalization. The patient did not inform his mother that the pod was leaking, which resulted in his blood glucose (bg) level rising to 523 mg/dl. He began vomiting and was transported to (B)(6) hospital, where he was diagnosed with diabetic ketoacidosis (dka). Treatment included IV fluids and insulin. The mother was advised to remove the new pod. The patient was discharged the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.